Manufacturer narrative:
Follow-up #1 submitted 03/04/2013: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, alleging she experienced elevated blood glucose (bg) of 358 mg/dl with extreme thirst, fatigue and nausea. The patient denied the presence of ketones. The patient denied needing medical intervention for the elevated bg and stated she would treat the elevation herself. The patient alleged the pump had been malfunctioning for weeks evidenced by frequent loss of prime. The patient declined to troubleshoot the pump with animas customer technical support (acts) at the time of the call. Acts advised the patient to call back to discuss the issue and the patient agreed to do so. Acts made several attempts to contact the patient back in follow up of the reported bg and to troubleshoot the pump, but the patient did not respond to those attempts. This complaint is being reported because the patient allegedly experienced elevated bg while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.